Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump was not delivering accurately since about a week ago. Review of basal history showed that the total daily delivery matched the programmed basal settings. Review of the bolus history showed discrepancy between the sum of daily bolus and the total daily delivery over the time period reviewed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found last basal delivery on the complaint date and the last bolus delivery two days prior. The total daily delivery was consistent with the bolus total at the time of the reported event. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated during the investigation.